Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel & lithium heparin (lh) blood collection tubes exhibited tube push off of non-patient needle. No serious injury or medical intervention was reported.

Event description:
It was reported that bd vacutainer® pst¿ gel & lithium heparinn (lh) blood collection tubes exhibited tube push off of non-patient needle. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tube push off with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the customer samples, the customer¿s indicated failure mode for tube push off with the incident lot was not observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.